Manufacturer narrative:
Cont. H.6: e1707 roider, laura a., et al. ¿practice trends in the management of asymptomatic breast reconstruction patients with textured implants: a survey analysis.¿ plastic and reconstructive surgery - global open, vol. 11, no. 7, 2023, https://doi.org/10.1097/gox.0000000000005139. The events of "lymphoma-alcl, infection, and seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl - suspected, infection, and seroma

Event description:
Through the journal article ¿practice trends in the management of asymptomatic breast reconstruction patients with textured implants: a survey analysis¿ reported "surgical site infection, wound healing problems, implant loss, hematoma, and seroma. Around 18% of respondents have managed a case of bia-alcl." Pathological markers were not given. This record is for an unknown side. Device status is unknown.